Manufacturer narrative:
Continuation of d10: product ID: wr9200; serial#: (B)(6); product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3: analysis of the wireless recharger (sn: (B)(6)) revealed led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when charging the stimulator, the charging screen did not appear. The handset screen kept displaying the message "searching for device". Normally, the battery light would light up when the recharger was turned on, but the battery light flashed up and down even when the power was turned on. The power button was a little difficult to press, so it did not turn on immediately. It was unknown if there were any contributing factors. No actions were taken. The issue was not resolved. Additional information was received: it was reported that when it was reset, it was temporarily restored, but the same phenomenon occurred again, so the product was replaced.